Event description:
The pt arrived at the neuroradiology-dept with a subarachnoid hemmorhage (sah) in 2006 in the afternoon, and was in bad condition. An angiogram was taken and two aneurysms were noted. One small paraophthalmic aneurysm, and a second bigger fusiform aneurysm near the carotid siphon. The physicians decided to use one neurovascular stent to cover both aneurysms in one step. First, the guidewire was introduced through the microcatheter. The wire-tip was located in the m1 segment, the microcatheter was pulled back and the introduction of the neurovascular stent started. They reached the target vessel-location and wanted to start the deployment of the stent. They started pushing the stabilizer but no movement of the stabilizer tip was evident in the x-ray. The physician reported that the outer-stent-delivery-catheter was completely separated from the hub of the catheter. No movement of the stabilizer was possible. The physicians fixed the end of the stent-catheter by hand and deployed the stent. However, the position of the stent was not exactly as expected, as no regular navigation of the system was possible. The physician reported after the first coil had been deployed is when he first discovered a sinus cavernosus fistula. At this time, the blood flow in the carotid artery slowed down. As a result, the physicians decided to embolize the internal carotid artery (ica) completely. After this procedure, a final angiogram was done and the procedure was finished. A few hours later, the pt's pupil was fixed (motionless) on the right side. The pt is now reported to have suffered brain death. The physicians do not know if the pt's brain death is related to the intervention, or the bad condition of the pt after the first sah. No further details were disclosed.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.